Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the handle not locking properly. The handle had been closed without the transitional inserted, deforming the hole. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2013). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2021-00119, 3004608878-2021-00121. A facility reported that the mayfield ultra base unit (a2101) was not locking. There was no patient involvement and no surgery delay as the issue was noted during an internal biomed in-service.